Event description:
It was reported particulate matter was observed on the tubing of a small volume infusor. It was further reported the location of the pm was reported as "inside or outside of the infusor tubing". This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from april 29, 2021 - april 30, 2021. H10: the device was received for evaluation. Visual inspection on the returned unit via the naked eye noted a light color brown particle, measured to be 0.20 square mm in size, embedded in the material of the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. The embedded particle was measured and found to meet manufacturing specification for particulate matter embedded in the tubing line. Therefore, the infusor unit was found to meet specification and there was no product non-conformance. The particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via ftir test. Pvc is the raw material of the device tubing line. Fragment of burnt pvc (brown particle) can potentially be embedded in the material of the tubing during the manufacture of the device component (embedded tubing pm). The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.